Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an (B)(6) female patient, in ventricular fibrillation, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the clinical data and the device performed to specification. Review of the device clinical data indicated results of analysis event 3 and 4 as asystole and event 5 as CPR artifacts during analysis. The report concluded the device delivered the correct results for each of the analysis events performed. Therefore this claim is being closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.